Event description:
User received false positive troponin t result for one pt sample. Initial result was 0.217 ug/l and was reported as 0.22 ug/l. Sample was repeated and gave result of <0.01 ug/l three times. No info was provided to determine if pt was adversely affected. If additional info is received, appropriate notification will be provided.